Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was noise and oversensing noted on the right atrial (ra) lead and also low pacing lead impedance (pli) noted. There was also noise and oversensing noted on the right ventricular (rv) lead which resulted in pacing inhibition. It was alleged that insulation damage was the cause of the anomalies on both of the leads. Both leads were capped and replaced to resolve the event, and the patient was stable with no consequences. Related manufacturer report number: 2017865-2021-09158